Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to get assistance with turning off the dual/square wave bolus feature. The caller stated that he kept delivering dual boluses unintentionally. The customer's blood glucose reading was 249 mg/dl and he has bolused to treat since taking the reading. Assisted the customer with turning feature off. The caller also mentioned having issues with the sensor glucose and blood glucose reading. No further information was provided.